Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Escalation analysis showed that the system was in initialization phase and experiencing a brief period of instability. The system was stabilizing and expected to show improvement following stabilization.customer care attempted to contact the user to relay the information and to advise on continued usage of the system, however, the user remained unresponsive to multiple communication attempts. As per the data management system (dms) review, the system remained in active use with up-to-date information. No further investigation was possible.